Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, under sensing and muscle stimulation. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.

Event description:
It was reported that the patient presented to the emergency room due to a muscle stimulation causing patient discomfort. Interrogation of the pacemaker revealed that the right atrial (ra) lead exhibited loss of capture at high output and under-sensing. A chest x-ray imaging performed showed the ra lead was dislodged. The ra lead was programmed off on (B)(6) 2025 and the patient was in a stable condition.

Event description:
New information received notes the patient was presented in the hospital for lead revision. The patient's right atrial (ra) lead was explanted and replaced. The patient was asymptomatic and stable throughout the procedure.